Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. As received, the trunk cable was cut off of the electrode belt. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the damaged cable and wires.

Event description:
During investigation of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt had a damaged cable. There is no information to suggest that the lifevest caused or contributed to the patient's death. The damage likely occurred during device removal.

Manufacturer narrative:
Supplemental report: 04/18/2016 device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. During device use the monitor was able to properly acquire an ECG signal. There is no indication that the open resistor caused or contributed to the patient's death. Device evaluation of belt sn (B)(4) has been completed. As received, the trunk cable was cut off of the electrode belt. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the damaged cable and wires.

Event description:
Supplemental report: 04/18/2016. The distributor also returned the patient's monitor for further investigation. The monitor failed an ECG fall-off test upon receipt. There is no indication that the ECG failure caused or contributed to the patient death, as the monitor was able to appropriately detect the patient's ECG signal during device use. The damage likely occurred after device removal. During investigation of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt had a damaged cable. There is no information to suggest that the lifevest caused or contributed to the patient's death. The damage likely occurred during device removal.